Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose was 216 mg/dl.